Event description:
It was reported the while in a revision of competitor product the screwdriver shaft was cold welding to the screw. Would not disengage from the screw, used another screwdriver shaft.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed as the device showed evidence of plastic deformation at the tip. The material analysis concluded no material or manufacturing defects were observed. The root cause of the event was determined to likely be misuse. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported the while in a revision of competitor product the screwdriver shaft was cold welding to the screw. Would not disengage from the screw, used another screwdriver shaft.